Event description:
The pt reported her scs ipg is causing discomfort at her scs ipg pocket site and she cannot lay on her side because of it. Follow-up identified surgical intervention will be taken to address the issue. Additionally, the pt¿s scs lead will be electively replaced. Further follow-up identified the pt¿s scs ipg was replaced which resolved the issue. The scs lead was not replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.